Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device main lumen of the double-lumen bronchial catheter was collapsed and kinked, and the fiber-bronchoscope could not be entered. There was a sudden increase in airway pressure in both lungs, and the patient¿s blood oxygen saturation decreased. After replacing it with a new double-lumen bronchus immediately, oxygen saturation improved, no airway pressure increased, and the surgery proceeded smoothly.